Event description:
A cartridge change error was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to inspect and clean the pump components. Although initially unable to load the cartridge, the customer successfully loaded a new cartridge with assistance and decided to continue insulin therapy independently after the call.